Manufacturer narrative:
The serial number of the analyzer was (B)(6). A review of the alleged sample showed a positive growth curve with an unusual shape. The investigation did not identify a root cause.

Event description:
There was an allegation of a non-reactive result with the cobas® dpx assay with one patient sample on a cobas 6800 analyzer. The alleged sample generated a non-reactive result, which was questioned by the customer. It is unknown if the sample was repeated.